Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched on site and as troubleshooting, replaced the hms board. The unit was tested and returned to service. A device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar event has been reported, neither concerning trend has been identified. Based on investigation findings, it is reasonable to assume that the most likely root cause of the reported event is an early electrical failure of the hms board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150 based on photographic evidence provided by the customer, it is visible that the complained pump was the pump 4 and the motor control failure (432) on pump 4 occurred on the afternoon on (B)(6) 2025. Serial read out (real time device parameters and setting recording file) of the pump was collected and from logs of roller pump no event on june 30th, 2025 was stored. This is most likely due to overwriting of data since data start from on (B)(6) 2025. However, multiple errors 432 1b0h=resolver were stored (also on (B)(6) 2025 that is the reported occurrence date), indicating a fault in the hms board (resolver controller -integrated component ic12- does not work). Follow up with the customer confirmed the motor control failure on pump 4 happened many times, the picture was taken last time it happened. The malfunction still happens after re-starting. Hmb board has not been replaced yet. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during the operation, the speed and flow alarm of the s5 roller pump 150 shows a red alarm. There is no report of any patient injury.